Event description:
The pt presented with shortness of breath and was found to have mitral regurgitation both on transthoracic and transesophageal echocardiography. The valve was removed and replaced with a 27 mm bioprosthesis from another MFR. During the explant procedure, it was noted that one of the valve cusps had been detached from the commissure, resulting in leaflet prolapse.